Event description:
It was reported that the patient received inappropriate high voltage therapy from their right ventricular lead due to noise over-sensing. The lead was explanted. The patient was stable.